Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was visually inspected where no issues were found. The unit was installed onto a test system and powered on, where it showed signs of being bricked. The ccc was taken to a programming station where it was verified to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered errors when trying to power up the system. There was no patient in the room at the time of the call. They power cycled the system multiple times and found that the console breaker was in the off position. The system was still not powering on normally. The system stated that it was "connecting." They were only able to retrieve error logs from the robot. The tower was not posting to onsite. The procedure was aborted with no patient involvement.